Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer reported that a system error 2367 (air in tubing) had occurred on a homechoice device. There is no further information available at this time. There was patient involvement, but no patient injury was reported for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.